Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
On an unspecified date, significant leakage was reported with an unspecified medical device with amber-colored tubing. The leak occurred at the white section that connects to the blue gutter, from a clean break. During this instance, the leakage resulted in exposure to the nurse. This happened three out of four times with endoxan infusion bags. The reporter was unable to keep the broken tubing devices because they were bathed in cytotoxic agent. There was no patient harm or adverse event reported. This emdr report reflects the third of three occurrences.

Manufacturer narrative:
Investigation summary: a photo was provided showing the set in a bag. The bag spike had broken off, and fluid residual was observed in the plastic bag. The reported complaint can be confirmed. The probable cause of the break and subsequent leakage is unknown. The device history review could not be reviewed due to the unknown lot number.